Event description:
It was reported that during the implant procedure, the lead exhibited a helix anomaly. When attempting to reposition the lead, the helix failed to retract. The lead was left in place and capped. A new lead was implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.